Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the coil was missing. The target location was the severely tortuous gastroduodenal artery (gda). A transcend guide wire and renegade microcatheter were placed. A 2mm x 4cm idc¿ coil was set to the microcatheter. The physician started inserting the coil and noticed that the resistance inside the microcatheter was milder than usual. The coil could not be found on angiography; therefore, the wire and microcatheter were removed from the patient as one unit. The microcatheter was flushed and the coil could not be found. No patient complications were reported and the patient's status is good.